Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's fill estimate was inaccurate after loading a cartridge with 200 units of insulin. The customer did not get an accurate reading after bolus/basal was delivered. The customer's blood glucose level was not impacted. No troubleshooting with tandem customer technical support (cts) was performed, because fill estimate issue occurred in the past, and customer is no longer having issues.